Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that during a regular follow up, the system was interrogated and electrode # 0 had high impedance. It was noted that the device or therapy was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming around electrode # 0. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They provided the patient's weight at the time of the event. They stated the cause of the impedance issue was not determined. No further complications were reported/anticipated.